Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was between 220-300 mg/dl. A system check was performed and the infusion cannula was identified as a possible cause. Additionally, customer used insulin in the cartridge for 4-5 days. Tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the events and insulin delivery was resumed.